Event description:
The user facility reported a 53-year-old patient needing mechanical circulatory support. While on support, the patient experienced no doppler dorsalis pedis pulse and prothrombin time pulse was weak per doppler signal. Additionally, there was a sudden onset of constant suction alarms, flows would not go over 0.8; there was concern over potential clot in the cannula, especially with an activated clotting time of 120. Later, the impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.